Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and farawave catheter, the patient experienced blood pressure drop, cardiac arrest and coded treated with CPR and cardioversion. The patient maintained normal sinus rhythm, and the patient was stable. Later the patient coded again and regained a stable status. Additional information indicated that the patient passed away. It was reported that after an atrial fibrillation ablation case, the patient coded and went into cardiac arrest. All the catheters had been removed from the body when the patient¿s blood pressure began to drop as they were being woken up in the ep (electrophysiology) lab. The medical intervention included CPR and cardioversion before eventually the patient was able to maintain normal sinus rhythm and in stable condition when leaving the lab. Later the patient had coded again but was able to regain a stable status. The farapulse system was used with the farawave catheter for ablation. At the end of the procedure, two lesions of rf (radiofrequency) using the ngen generator were completed in the right atrium on the cti (cavotricuspid isthmus) line using stsf before the physician realized he didn¿t need to use it. The patient had low ¿ef¿ ejection fraction, and they had a single chamber implantable cardiac defibrillator. The only issue the physician could consider as a possible cause was that "during one of the pulse packets of the farawave post application, the atrial activation minimized and the qrs widened a little bit". It wasn¿t a concern at the time to the physician because the blood pressure remained stable. The physician also pointed out the ef was really low and the atrium was really dilated. Information received 30 mins later indicated that the patient had passed away. The physician¿s opinion of the cause of death was ¿sick heart¿, low ejection fraction, dilated atrium, and heart failure. Farapulse system, carto 3 system, and ngen were used. The force sensing ablation catheter used was stsf- reference (d134702). The force visualization features used were dashboard, vector and visitag. The visitag module parameters for stability used were minimum time 3 seconds, force over-time 25% at 3g, and tag index. No additional filter was used with the visitag. The color option used prospectively was tag index- red. The procedural act (activated clotting time) 300-400. Four catheter exchanges occurred during the procedure-- octaray, farawave, octaray, and stsf. One transseptal puncture site was performed during the procedure. The number of performed ablations were 6 lesions on cti with rf and 78 total lesions on posterior wall and pulmonary veins with pfa (pulse field ablation). 30 of those ablations were performed within the pulmonary veins and 48 ablations were performed outside the pulmonary veins.